Event description:
During proximal esophageal biopsy, radial jaw forcep (lot #16995416) (boston scientific) a piece of metal came off during biopsy and was visible in the esophagus. Piece of metal was able to be removed with the forcep and no visible injury occurred.